Manufacturer narrative:
H.6. Investigation: two photos of three 32g x4mm pen needle cartons were returned from lot no. 9057851, cat. No. 320477. Visual examination of the returned photos was carried out and additional labels were observed on the cartons. The lot number details are applied to the back of the carton, however, no photos of the back of the carton were returned. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. This issue of additional labels occurred after the shipment left bd dl therefore no root cause can be identified. H3 other text : see h.10.

Event description:
It was reported that the bd ultra-fine¿ pen needle lot number was noticed to be missing on the label information before use. This occurred on 300 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "missing lot number."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ pen needle lot number was noticed to be missing on the label information before use. This occurred on 300 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "missing lot number".